Event description:
Healthcare professional reported "deflation". This record is for right side. Device was explanted and replacement.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed cracked valve seat diaphragm valve and observed opening on valve bond edge assesses as unidentified (tear) opening. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, "deflation". This record is for right side. Device was explanted and replacement.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported "deflation". This record is for right side. Device was explanted and replacement.